Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, small piece of the vasoview hemopro tip broke off. The harvester was able to retrieve the piece without complication. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood and charred tissue were observed. A visual inspection determined that the silicone insulation on the cold jaw was partially scraped near the tip. There were no other detachments observed on the silicon insulation. No nonconformance were observed on the heater wire. Based on the condition of the device as received, the reported failure "break jaw" was not confirmed, but the analyzed failure "peeled jaw" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, small piece of the vasoview hemopro tip broke off. The harvester was able to retrieve the piece without complication. A replacement device was used to complete the procedure. The hospital did not report any patient effects.